Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.50 x 12 mm taxus express2 drug eluting stent, the stent was noted to be bent. The procedure was successfuly completed with an unknown stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.